Manufacturer narrative:
Additional information: h4: the lot was manufactured between june 20-21, 2023. H11: the actual device was not available; however, three (3) companion samples were received for evaluation. Visual inspection of the companion samples did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and no leaks were identified from the administration spike port bonding area on the random companion sample. The reported condition was verified on the companion sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 2000ml exactamix eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the middle port. These leaks were observed in the tpn cleanroom after compounding prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.